Event description:
It was observed that during the device inspection, the colonovideoscope exhibited air/water (a/w) tube and cylinder had white foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation results, the root cause for the foreign material could not be identified. The foreign material was possibly not removed since the reprocessing was not conducted properly for leakage due to leakage from scope cover. The events can be detected and prevented in accordance with the following IFU. IFU states that detection method in cf-hq1100dl/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in cf-hq1100dl/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.